Event description:
The customer contacted physio-control to report that their device would not detect a test plug when connected to the defibrillation therapy cable assembly. Upon further investigation physio-control became aware that the device would not detect a patient load through the defibrillation therapy cable. With this reported issue, the device would not be able to detect a patient and deliver defibrillation therapy if needed. There was no patient use associated with this event.

Manufacturer narrative:
It was later confirmed by the customer that the therapy connector assembly was replaced, and after observing proper device operation through functional and performance testing the device was returned to use. Neither the device, nor the removed therapy connector assembly was returned to physio-control for evaluation.